Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized with high blood glucose level of 55 mg/dl. The customer was hospitalized for taking medication that their health care provider instructed them not to take. The hospitalization was not caused by the insulin pump.